Event description:
The customer reported the alarm does not sound when the magnet is detached from the alarm. It is unk when the issue was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on user facility's reported issue. (B)(4).